Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B) (6) 2009 alleging an "error 1" issue with the one touch ping. The patient indicated that he had symptoms of nausea before the error message occurred. He denied receiving any form of treatment. According to the troubleshooting performed with the csr, the error message was unresolved. There is no indication the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because, the "error 1" issue was not resolved with troubleshooting. Replacement products were still sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.